Event description:
The customer reported that, while running qc controls, she found a leak from the sample probe on the act diff instrument. The fluid leaked from the probe into the high qc control vial and the control results were out of range. The volume was reported as a few ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) was dispatched. He found the leak of diluent from the probe happened when the probe moved up and found the solenoid for lv10 (valve 10) was not working which did not allow the tubing at lv10 to drain. The fse replaced the solenoid for lv10 to resolve the leak at the probe. The fse also replaced lv15, the pump tubing, filters and vacuum chamber as a preventative measure. Upon recur; the failure mode identified could generate erroneous cbc and differential results due to contamination of the sample tube during aspiration. (B)(4).